Event description:
The customer reported via email that the insulin pump had a cracked and scratched. Customer's blood glucose was unknown mg/dl. The customer stated that the screen was difficult to read at times. Customer declined 24 hour helpline for assistance and reported the incidents for documentation only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.